Manufacturer narrative:
(B)(4).

Event description:
Received info from pt's family that the pt has had to have 4 battery replacements in a period of 4.5 years. They are dissatisfied with the quality of the ins battery life. Family realizes battery failing could be because of the higher settings used for dystonia pts compared to parkinson's pts. Reference mf report # 3007566237201009486 and 3007566237201009487.